Event description:
On (B)(6) 2012 the reporter contacted the animas corporation to declare an alleged keypad malfunction. The reporter claimed the up and down arrow buttons are sticking and required increased pressure to get a response. The reporter stated that there are no cracks or tears in the keypad. The reporter denies that the pump has experienced any trauma or exposure to moisture. The reporter stated the pump was worn exterior to garment and was not cleaned. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that the contrast, down and up arrow buttons were intermittently unresponsive and the ok button responded appropriately. There was evidence of keypad contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.